Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. The patient's implantable cardioverter defibrillator (ICD) showed events of myopotential oversensing and oversensing noise that lead to pacing inhibition. The patient was asymptomatic. Programming recommendations were given to nurse. Further information requested but not yet received.